Event description:
Healthcare professional (hcp) reported recently seeing "some late-onset noducles" from unspecified juvéderm® vycross product. Hcp later reported patient was injected on two dates, 12 days apart, and began experiencing symptoms about two months later. Patient was injected a different practice from reporting hcp and presented for second opinion of "bumps" and "lumps of upper and lower lips, commissures, and prejowls ¿ all from a practice she had injected ha filler from." Consistent with granulomas. Biopsy was not provided. Patient opted to have lips injected with vitrase but denied treating nlfs, commissures. Hcp recommended otc cotihistomine (alegra, cloeinn, zyrtec.) Steroids was also given. Patient was injected with 40 units of vitrase only into upper & lower lips. Prednisone steroid taper script was given. Did not return for follow-up. Symptoms ongoing. This is the same patient reported under patient identifier (B)(6); (emdr (B)(4) and (B)(6); (emdr (B)(4). This emdr is being submitted for the suspect product, second injection of unspecified juvéderm® vycross product.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.